Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for multiple back operations. The rep reported that the patient¿s mother had spoken to a manufacturer engineer and indicated that the patient was experiencing frustration with the stimulator based on heating when recharging. The caller had no further information regarding the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an employee of the manufacturer. It was reported that the patient has had a few devices but were "pretty ok" with their rechargeable ins. The ins wasn't very deep and the patient began to experience the heat of recharging to the point where they couldn't tolerate it and just let the ins deplete. The patient was inquiring about a cooling system to use between their recharger and the patient's skin for the heating issue. The patient mentioned that it sounded like the new generation of devices didn't have this issue. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-sept-25 reported that the stimulator heating occurred with all of their rechargeable batteries since first use. The first rechargeable was (B)(6) the 2nd was (B)(6) 2015, and their first non-re chargeable from (B)(6) 2012 was not a problem but the battery wore out after 1 year of use. After approximately 30 minutes of charging "it gets warm". The consumer stated they do not charge in smaller increments more frequently because the charge was painful due to the charging unit pushing on the battery which protrudes out of their back about 1 cm. The current unit was approximately 5cmx5cm and this protrusion was so uncomfortable when the consumer leaned on anything so they limit the times they charge so it would hurt less during the week. The consumer was using the unit less. It was noted by the consumer that if they weighed more or had more fat part of their problem would be solved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they have decided to replace their battery with the current technology. They stated that the current technology is a much smaller battery, which should not stick out of their back and alleviate pain when they sit in chairs and sleep at night. No further complications were reported or anticipated.